Event description:
It was reported that the patient¿s stimulation had turned on when the patient used a power tool or battery-operated drill. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7434, serial# (B)(4); product type programmer, patient product ID 3 487a-33, lot# j0461574v, implanted: 2005 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1997 (B)(6); product type extension. (B)(4)